Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. The proximal of an iliac branch component was deployed where an internal iliac gate was located on the bifurcation of the iliac artery. The hypogastric was covered as a result. However, the internal iliac gate faced the anterior wall and a guide wire was not able to advance into the left internal iliac artery. About two hours later, a micro catheter was able to be advanced into the left internal iliac artery. The physician decided it was difficult to implant an internal iliac component. So, he embolized the left internal iliac artery using a coil and to implant bridging device (plc141400j) into the left external iliac artery and the internal iliac artery was covered as a result. After all devices were implanted, an angiography revealed that a distal type I endoleak in the right leg. The ballooning was performed, but the endoleak remained slightly. The physician decided to monitor the endoleak. The physician stated that the iliac branch component should have been implanted from more proximally and a bit more distance was needed between the internal iliac gate and the bifurcation of the iliac artery. Reportedly, the internal iliac gate faced the anterior wall than expected, due to that the left common iliac artery was severe calcified and the origin of the left common iliac artery was stenosed. It was unable to push up and/or torque the iliac branch component after the proximal of the iliac branch component was deployed.